Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00649. This report is being submitted as additional information. Approximate age of device ¿ 10 months. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced a gastrointestinal bleed and developed guiac-positive stools. Esophagogastroduodenoscopy (egd) on (B)(6) 2018 was normal. CT angiogram on (B)(6) 2018 was normal. Tagged red blood cell scan on (B)(6) 2018 revealed some abnormal tracer accumulation in the right of the distal stomach-proximal duodenum. Push enteroscopy on (B)(6) 2018 was normal with no source of bleeding found. Capsule endoscopy on (B)(6) 2018 did not get past the stomach. Egd/colonoscopy on (B)(6) 2018 revealed no source of bleeding. Capsule endoscopy on (B)(6) 2018 revealed no source of bleeding. No additional information was provided.